Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate evaluation statement: the complaint device was received and evaluated. Visual observation confirms the anchor cheesewired, confirming this complaint. This cheesewiring effect has been typically observed due to excessive tension being placed on the sutures during anchor deployment which is consistent with the observed failure on this complaint anchor. A design change to the distal tip of the anchor is currently in progress to address this failure mode and strengthen the tip of the anchor to help mitigate similar future complaints. A batch record review has been conducted for this batch to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed one dissimilar complaint for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep that the sutures on one of his healix advance knotless anchors broke during a rotator cuff procedure. He stated the surgeon was tightening the sutures when one tore through the anchor, cracking the anchor, and then broke off. The surgeon removed the anchor and inserted another one in the same bone hole with no patient consequences or delays. The device is coming back for evaluation.